Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that over 3 years post implantation of 2 xience v stents in the second obtuse marginal artery, the (B)(6) patient died. Cause of death is unknown. Reportedly, the autopsy report is not available. There was no additional information provided.